Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A sales consultant called to report for the customer of a blank display. The customer's blood glucose level was unknown. The customer was called and was informed that the product would be replaced. No further details were provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.